Manufacturer narrative:
Updated fields - d4 (UDI), d9, g3, g6, h2, h3, h6, h11. The duo headlight and carrying case (90600) was returned for evaluation. Failure analysis - evaluation identified that the headlight power cord connector was shorted. The issue of a "short" refers to poor connection of the power pins that can potentially result in a failing connection to the battery port. No risk of harm would be incurred by this type of short, and the low voltage would not cause a hazard. Root cause analysis: the reported complaint was confirmed. This was most likely due to routine use and wear. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the duo headlight and carrying case (90600) has a cooling fan issue. The fan does not come on, overheats the light and turns off. There was no patient involvement, thus no injury, death, or surgical delay was reported.